Event description:
As reported by the user facility: (B)(4). Pt fine. Adult male. In ward location: general surgery. Drug administered: zosyn (antibiotic). Limited injury and no medical intervention. Underinfused. Last serviced: (B)(6) 2012 for pm by in-house biomed. Care area: pr and then on floor for infusion of antibiotic. Continuous therapy set. Date: (B)(6) 2012 at 3:00am. Used power cord. Ran same device serial (B)(4) on same pt from (B)(6) 2012 intermittently. Could not duplicate. Sent to biomed and investigated log. Filed pt safety net (psn). Manually set as rate 10.42. Two hundred fifty cc bag and set at 230cc to alarm. Prime by volume to be delivered - as pt needed. No piggyback. Remaining solution in the bag was 250ml. Did not save bag or set.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b bran (B)(4) (the manufacturer) and (B)(4) (the reporter). (B)(4). The volumetric accuracy was tested three times with a rate of 10.42ml/h and a volume to be infused of 8.62ml. The results were all within specification at 8.60ml, 8.64ml, and 8.63ml. The pump has software version 686g030103. The pump's operational log was reviewed. On (B)(6) 2012, at 4:07:57 am, a new volume to be infused (vtbi) set of 200.0ml was programmed. At 4:07:59am, the infusion was started with a rate of 10.42ml/h. At 4:57:41am, the infusion was stopped (manually) with a total volume infused of 8.62ml or 99.9% of the expected volume. At 4:58:15am, the pump door was opened and a tubing change was requested; then at 5:02:03am, the pump was powered off for the day. The pump operated as intended and the reported failure could not be reproduced. All available info has been forwarded to the device manufacturer.